Event description:
It was reported that complete heart block occurred. The patient's native aortic annulus was 25.0mm in diameter with mild to moderate leaflet calcification. The patient had a pre-existing right bundle branch block (rbbb). A 25mm lotus edge valve was advanced for implantation. Throughout the procedure the patient's rhythm was stable. Post procedure, throughout the night, the patient was going in and out of complete heart block. The following day, patient was implanted with a permanent pacemaker.